Manufacturer narrative:
Four pictures and one sample was received for investigation. Visual inspection performed and the sample received didn't present any damage, kink, or cut. Functional testing performed with sample on two different pumps. With the first pump the sample was filled with 100 ml of water, when connected to the pump no alarms were activated. No alarms were activated when connected to the second pump as well. The sample did present mohawk exposure. The failure mode could not be replicated, complaint is not confirmed. No fault found.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed no disposable pump won't run. The patient re-attached the cassette, but the alarm persisted. Then she turned off the pump and back on. After that, the alarm was settled. No patient injury.